Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery without calcification or tortuosity. Pre-dilatation was not performed. A non-abbott guide wire was placed and while advancing the xience nano to the lesion, a vessel spasm occurred, resulting in a vessel dissection around the giude wire. All devices were removed and the case was stopped. The dissection was non-flow limiting and was left untreated. The patient was fine, but will be brought back at a later date for stenting. No additional information was provided.

Manufacturer narrative:
(B)(6), during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissections and vasoconstrictions are known adverse events as listed in the electronic xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to advancing the xience sds. It should be noted the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It does not appear that the failure to pre-dilate the lesion contributed to the reported patient effects.